Manufacturer narrative:
Initial reporter addr 1: (B)(6). (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for package printing defect (lot position) on lot # 9280160. A review of (B)(4) indicates that the potential risk of this specific reported incident (syringe, package printing defect) was captured and addressed appropriately. Investigation summary: customer returned photos of shelf cartons of 1/2cc, 8mm, 30g syringes from lot # 9280160. Customer states that the lot does not match the position. The photos were examined and exhibited the lot number, manufacturing date, and expiration date information printed in the wrong position on the shelf carton. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9280160. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: process summary: the equipment erects cartons and an associate place the appropriate number of bags into the carton. The cartons are then closed and placed on the outfeed conveyor. The lot coding is laser etched onto the carton the transferred to the case pack where 5 cartons are pushed into a wraparound case. This case is then glued and continues to be labelled and palletized. The were no quality notifications or maintenance dispatches relating to this complaint during the production of this batch. A root cause cannot be determined. Possible root cause: the possible root cause could be bad carton presence sensor, carton presence sensor out of adjustment or incorrect conveyor speed. The severity on the failure is limited, occurrence is improbable, and the risk is low. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 5 syringes 0.5ccm 30ga 8mm bls 100bx/500 ap experienced incorrect label information. Product defect was noted prior to use. The following information was provided by the initial reporter: lot not match position.